Manufacturer narrative:
A siemens healthcare diagnostics inc. (Siemens) customer service engineer (cse) was dispatched to the customer site to inspect the analyzer. The cse replaced the sample mixer and realigned the reagent probe 1 and reagent probe2. The cse ran the quick check. The cause of the discordant csf glucose results is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant cerebral spinal fluid (csf) glucose (glu) result was obtained from the dimension vista 500 but the result was not reported to the physician. The same sample was repeated multiple times on the same system. The same sample was run on an alternate dimension vista 500. The 3rd repeat result, obtained from the initial dimension vista instrument and matching the initial result from the alternate instrument, was reported to the physician. There are no reports of patient intervention or adverse health consequences due to the discordant results.